Event description:
It was reported that the slide tube dampner and gas cylinder spacer were damaged which could effect cot stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The alleged inspection found that the slide tube dampener (gas cylinder spacer) was damaged. A likely cause for the damage is most likely from repeated high impact force such as dropping the cot from an elevated position to the ground. Based on the products design and of this component, it would not have affected any functions as this component acts as a dead stop for the slide tube. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the slide tube damper and gas cylinder spacer were damaged which could effect cot stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.